Event description:
This report is being filed upon notification from our x-ray manufacturer to submit this event that happened in another country. Problem: this x-ray system seems to have released x-ray radiation by moving its foot switch.

Manufacturer narrative:
Eval method: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Eval results (other): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions (other): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.